Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hematoma, giant edema, erythema and bruises are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of hematoma, bruise, edema and erythema: "undesirable effects: the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ haematomas. ¿ cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm® voluma in the "ck1 and ck2-mdcodes." After the injection, the patient developed a hematoma in the zygomatic area and also developed "giant edema and erythema." The patient was massaged by the doctor and is worried "that it can cause a necrosis." Patient was also treated with "compression and local ice." The bruises are in "absorption." Symptoms are ongoing.

Manufacturer narrative:
Corrected data: usage of device. Additional information: describe event or problem, other relevant history.

Event description:
Additional information: symptoms appeared on the left side during injection with "local edema and have evolved to hematoma." Patient was given a "local massage" that was given "on time." Two days later, the patient was given anabolic steroids. The patient had "complete resolution with good final response."